Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Error messages were reported with the adc device and customer was unable to obtain readings. As a result, customer experienced a loss of consciousness and required paramedic transport to a hospital. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided for precision strips. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. A DHR (device history review) for the freestyle reader was reviewed and the DHR showed the freestyle reader passed all tests prior to release. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was conducted for the reported complaint and precision strips, no trends were identified that would indicate any product-related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event.

Event description:
Error messages were reported with the adc device and the customer was unable to obtain readings. As a result, the customer experienced a loss of consciousness and required paramedic transport to a hospital. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent injury associated with this event.